Manufacturer narrative:
Although the device was not returned to boston scientific for analysis, images of the device were provided. Investigators examined the image and confirmed there was a white substance on the catheter which was most likely adhesive that had bloomed during the drying process. Thus, the cause was determined to be a manufacturing deficiency.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter they observed glue residue on the handle. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter they observed glue residue on the handle. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is not expected to be returned for analysis as it was disposed of by the site.